Event description:
A malfunction on the pump was reported by the customer, resulting in a blood glucose level of 511 mg/dl. Corrective actions included the customer calling for technical support, where they received assistance with resetting the pump. There was no need for third-party support, and the customer was informed to continue using the pump and to contact support again if the malfunction reoccurred.